Manufacturer narrative:
The removed system controller and user interface pcb assemblies were returned to physio-control for evaluation. The cause of the reported failure was determined to be a failure of a crystal, designator y1 from the system controller pcb assembly. The y1 crystal had no output at leg 3 which caused the device to not complete a boot up.

Manufacturer narrative:
(B)(4): a contracted service agent examined the customer's device and verified the reported failure. The agent replaced the user interface and system controller pcb assemblies. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.the device has not been returned to physio-control for evaluation.

Event description:
The customer reported to physio-control that upon powering their device on, the display was not functioning properly. The customer then reported that after about a minute of being powered on, vertical lines would show on a white screen. The white screen showing is an indication that the device is locked up and cannot be used. There was no patient use associated with the reported failure.